Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v444283, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v444283, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their deep brain stimulator (dbs) replaced the day prior to report. The patient saw a team of neurologists when they saw their eri code and the said the patient¿s battery was not low and the wires weren¿t disconnected. They did not know if it was an issue with the patient programmer that caused the eri or if it was something else. The patient turned off their stimulation every night and they were told their settings were getting low. The patient¿s settings were ¿300, 200, and sometimes off.¿ the patient would use the device if they went to work or if they were going out for some reason and their settings were low. The patient was told their device setting was 2.57v. The patient had been told they had years with their device but they only had weeks left.

Event description:
It was reported 2 months prior to report the patient was told their battery had 2-2.5 years left of power. It was stated their settings were set low and they would turn it off every night. It was stated two days prior to report they received an elective replacement indicator (eri) message. It was noted they were not around any magnets. It was stated they had not fallen. It was noted the issue was disconcerting to the patient and they thought they had gotten a faulty device.